Event description:
A surgeon reported a growth on the anterior surface of an intraocular lens (iol). The surgeon performed a yag. The lens is still implanted. The association between this event and the iol is not known. Additional information has been requested.